Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver could not charged or reboot. Receiver functional testing and log review could not be performed, it does not turn on. The receiver case was opened for an internal visual inspection and it failed, moisture damage was found on the main board audio interface chip u10. The speaker resistance was measured and shows within specification. The reported event of no audio output was confirmed. The root cause was determined to be moisture damaged.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/10/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.